Event description:
An optometrist reported a pt with feint microstriae in the right eye, near the visual axis, with mild decreased vision two weeks following lasik treatment. The pt reported mild blurriness in the right eye. A flap lift and rinse was performed. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).